Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high left ventricular (lv) lead capture thresholds. Technical services (ts) was consulted, discussed testing different vectors in order to get a better threshold. The field representative noted this will be performed in an upcoming generator change due to normal battery depletion. Ts noted stored episodes with oversensing of noise in both right atrial (ra) and right ventricular (rv) channels that appear to be from electromagnetic interference (emi) due to a procedure the patient stated that occurred at the time. This cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Further information was received indicating product information, updates were made to fields related to patient and device information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high left ventricular (lv) lead capture thresholds. Technical services (ts) was consulted, discussed testing different vectors in order to get a better threshold. The field representative noted this will be performed in an upcoming generator change due to normal battery depletion. Ts noted stored episodes with oversensing of noise in both right atrial (ra) and right ventricular (rv) channels that appear to be from electromagnetic interference (emi) due to a procedure the patient stated that occurred at the time. This cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.